Event description:
The device was returned due to an out of range pressure alarm. Upon physical inspection, a reportable malfunction a defective downstream occlusion sensor (dso) was identified. The event occurred during testing.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was defective downstream occlusion sensor (dso). Upon further investigation, high alarm displayed, cassette not attached properly and a defective downstream occlusion sensor dso were found. These were determined to be reportable issues. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.